Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error.  This report does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
The system message displayed reported by the customer alerted the customer that the laser will be disabled, the system functioned as intended.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the standalone laser did not work. The case was completed using the embedded laser. A completed questionnaire was received. The surgical procedure was laser photocoagulation on an infant male left eye patient, for the treatment of retinopathy of prematurity (rop). During the treatment the laser did not work. A system message was displayed. The case was completed using an alternate laser embedded in the system. The procedure time and anesthesia time was extended due to the event. The patient's symptoms have resolved.